Manufacturer narrative:
H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a bilateral tka surgery performed around 15 years ago, the patient developed pain and clicking noise in his right knee in (B)(6) 2024. MRI and x-rays were performed but no issues were identified. One of the hcps indicated that it is related to the "shaft", but another one said that it might be the "plastic piece". The patient also indicated that, at the time of his knee replacement, he knew "there were issues being reported with the manufacturer parts; something related to storage". He indicated that the right knee prevents him from sneaking up on anyone as it has snap, crackling. He reported that he underwent an epidural to "put him down for the surgery" and when waking up he was in excruciating pain, causing him to go in shock and took 3-4 hours before epidural pain relief could be provided. It is unknown how this issue has been treated or if it has been solved. Further information is unknown and not available.